Event description:
It was reported that the site was experiencing problems with their hp hand held and that the screen took several taps to respond to stylus taps. The manufacturer representative went to the site to troubleshoot with the hand held and the event was duplicated, and it took 7 or 8 taps for the hand held to respond. A hard reset was performed and the screen was re-aligned in the process, however, the event continued to occur. The site was sent a new hand held in replacement and the non-working device has been sent back to manufacturer where analysis is underway.